Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, "the doctor was trying to expand the array inside the patient and the two points appear to have gotten stuck in the fundus." A hysteroscopy was performed and the patient did not have good intrauterine pressure so the procedure was aborted. Ending fluid deficit was 650ml. No treatment was given for the perforation. "Patient is being kept for post-operative monitoring." No additional information was received.